Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER after receiving shocks due to oversensing. Lead remains implanted and patient to be monitored.